Event description:
Rptr wore patch for about 1 hour and removed it. Skin was burned and adhesive pulled skin when patch was removed. Rptr went to ER for treatment. To date, we have not rec'd requested medical info, medical records or lot # for prod.